Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19772. It was reported, the patient does not receive full stimulation coverage of her back pain. The physician referred the patient to a neurosurgeon for a possible paddle lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.